Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, mfg process and quality contr testing. This lot met all release criteria. There was nothing found to indicate there was a mfg related cause for this event. This is the only event reported to date for this lot number and failure mode. The device was returned. The complaint investigation is confirmed for a complete circumferential rupture on the barrel of the balloon. The definitive root cause could not be determined based upon the available info. It is unk if pt and/or procedural issues contributed to the reported event.

Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. The file was documented with patient and report source information, but not previously reported. A follow up attempt was made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The international representative did not have any additional details to provide at this time.

Event description:
It was reported that the pta balloon ruptured (atm unk) during the first inflation in a fistula. There was no reported retraction difficulty through the sheath. Another balloon was used to complete the procedure. There was no reported pt injury.